Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that side effects including dizziness, drowsiness, slurred speech, increased heart rate, and increased blood pressure were experienced by patients after pump refills. It was unclear exactly which of those symptoms were experienced by this patient. Overdose symptoms and an altered mental status were noted. The patient's status as of the date of this report was unknown. The medication used within the system was unknown. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information received reported that the cause of event was unknown. Other than the symptoms reported previously, the patient also experienced confusion and sleepy. The patient was monitored in office then transported to emergency room. Then patient was later released. It was noted that patient symptoms "decreased" before she went to the emergency room. The patient outcome was noted as "no injury." The pump was being used to deliver fentanyl, bupivacaine, baclofen and dilaudid.

Manufacturer narrative:
The previously reported eval code-conclusions were updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) didn't have time to provide specific patient, event or device information regarding the refill events. It was noted the hcp's clinic managed "about" two hundred pumps, doing seventy to eighty refills per month. The hcp confirmed he does not use the medtronic needles for refills and prefers to use an all metal needle. The hcp reportedly felt the refill kit was sub-standard, the needle was "flimsy" and felt that his patients have "subcutaneous absorption" when the needle is being removed from the pump/patient. It was noted the hcp would like a "better" two inch steel needle and a lower price. It was later reported that the hcp wanted all metal needles included with his refill kits or a large pack of refill templates to use with another company's refill kit. Currently, the hcp had to use two separate kits for each refill so as to get an all metal needle as well as the refill template. It was noted the metal needle the hcp was using from another company was similar to the metal hub needle that is included in the pump package.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the nurse noted this patient had side effects, overdose symptoms, after a refill. There was no pocket fill as this was verified. It was further believed that the issue was with the company refill needles. The health care provider has switched refill kits to ones with all-metal needle and since have not had further occurrences.